Manufacturer narrative:
Device evaluation summary: device evaluation of battery sn (B)(4) has been completed. The reported problem (does not charge) has been confirmed. As received, the battery was unable to power a monitor or charge. Upon evaluation, the d3 diode was shorted. The cause of the inability to charge and power on a monitor is the shorted diode. The root cause of the shorted diode cannot be positively identified. No adverse event resulted from the defective battery.

Event description:
A zoll distributor contacted zoll to report that a battery pack would not charge.